Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed burn marks on the luer lock of the set. The reported condition was verified. The burn marks were generated during the moulding process of the luer lock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock of a flogard IV solution set had markings on it. These marks were found during set-up of the device. There was no patient involvement. No additional information is available.